Manufacturer narrative:
The customer observed higher than expected vitros phyt results from two levels of quality control fluid tested on a vitros 350 chemistry system. The most likely cause of the event is user error by exceeding the on-board stability of the in-use vitros phyt cartridge and/or the vitros immuno wash fluid (iwf). If the phyt slide cartridge or the iwf exceeds on-board stability, both of these conditions will cause a positive bias in results. Repeat testing using a fresh phyt cartridge of the same lot and a new iwf reservoir was within the established control ranges. The investigation found no evidence to suggest a malfunction of the vitros 350 chemistry system or vitros phyt reagent contributed to the event.

Event description:
The customer observed higher than expected vitros phyt results from two levels of quality control fluid tested on a vitros 350 chemistry system. Control level 2 result of 17.89 ug/ml vs. The expected result of 14.9 ug/ml. Control level 3 result of 32.96 ug/ml vs. The expected result of 26.5 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if occurred with patient samples. No patient samples were tested while the quality control results were outside of the established control ranges, however, the investigation could not conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).